Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulty. The patient's pocket site was moved more lateral. The patient is doing well following the revision.